Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 35 mg/dl at the time of incident, current blood glucose level was 57 mg/dl and onset of call it was 122 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did allege pump was over delivering because she never had any issues at all with insulin pump not until the past 3 days. Customer stated displacement test and self-test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08700 inches. (B)(4).